Event description:
It was reported that the user replaced a libre 3 plus sensor and did not receive glucose readings on the ilet after initially scanning the sensor with the abbott libre app, resulting in the sensor being in use by another device; the agent subsequently guided deletion of the abbott app and successful pairing through the ilet app, after which a warmup countdown displayed, consistent with an interoperability issue and an incorrect setup procedure, with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem due to the sensor being first activated in a different application and an incorrect procedure during setup, with no applicable component-level failure identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.